Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a drawer was failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service troubleshooted the device.